Manufacturer narrative:
Sections d4 (lot no) and d4 (expiration date) were updated. Sample material was not available for investigation. The field service representative performed maintenance, replaced tubing, replaced the solenoid valve, replaced a cord, replaced the degasser tank, and reviewed and checked all pipette and sipper settings. After service, the instrument was performing within specification. For reactive results, the retest procedure instructions in product labeling state: "presumptive hcv infection, follow cdc recommendations for supplemental testing." Product labeling also states: "please note, per www.cdc.gov: if a patient is known to be at high risk of hcv infection, or is symptomatic, and the physician¿s suspicion of hcv infection is high, hcv rna testing is often employed and is of diagnostic value, even after an initial negative anti-hcv test result." Due to limited information, a final statement about the possible root cause cannot be given.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of false-positive elecsys anti-hcv ii results for 2 patient samples on a cobas e 801 analytical unit. Patient 1: the initial result was 8.64 coi (reactive). The (aliquotted) sample was repeated on another module, and the result was non-reactive. Patient 2: on (B)(6) 2025, the initial result was 16.4 coi (reactive). The (aliquotted) sample was repeated on another module, and the result was non-reactive.